Event description:
It was reported that a minimum fill notification occurred. During troubleshooting, it was discovered that the customer did not fill the cartridge with sufficient insulin. However, upon adding sufficient insulin to the same cartridge, the minimum fill notification did not resolve. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.